Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between the display device and the transmitter. No additional patient or event information is available. The data log was provided by the patient. The data was reviewed on 08/03/2016 and confirmed the reported loss of connection. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. The sensor was inserted into the arm. The dexcom g5 mobile continuous glucose monitoring system states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test failed. A pairing test was performed and the test was able to download the shared data. A review of the shared data log confirmed the reported event of a loss of connection. A root cause could not be determined.